Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock. The patient had a monitor only vt-1 zone in which the episode started in, then it accelerated into the vt zone. Technical services (ts) discussed the behavior of no detection enhancements when in redetect and offered programming options to mitigate the issue. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.